Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a cut-down was performed due to calcification on the puncture site and caused a hemorrhage. The vessel became damaged when the sheath was inserted and surgical repair was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with the lot number, expiration date, UDI number, and manufacturing date. If information is provided in the future, a supplemental report will be issued.